Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the debrider. The debrider was replace. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the debrider accessory on the etrak 2500l system would not snap into place on either of the receivers. There was no report of pt injury.